Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was reported that "the velcro was backwards and wouldn't attach correctly to the scope" and they had difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Adverse event problem: imdrf device code a050501 captures the reportable event of bands unable to deploy.